Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
The deep brain stimulation (dbs) implantable pulse generator (ipg) was replaced due to increased charging duration. Attempts at charging reeducation were unsuccessful. No weight changes were reported that could have contributed to the issue. The patient underwent an ipg revision procedure in which the ipg was explanted and replaced. Electrocautery was utilized during the procedure. The hospital disposed of the explanted device, and it will not be returned for analysis. The patient is reported to be doing well, with no postoperative complications reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. The device was not returned to boston scientific for analysis. However, a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code: cause not established will be used.

Event description:
The deep brain stimulation (dbs) implantable pulse generator (ipg) was replaced due to increased charging duration. Attempts at charging reeducation were unsuccessful. No weight changes were reported that could have contributed to the issue. The patient underwent an ipg revision procedure in which the ipg was explanted and replaced. Electrocautery was utilized during the procedure. The hospital disposed of the explanted device, and it will not be returned for analysis. The patient is reported to be doing well, with no postoperative complications reported.